Event description:
Pt reported that their blood glucose was affected by their device. Pt disconnected from device and attempted to bolus two units of insulin, but no insulin dripped from infusion set tubing; however, pt could hear the device's motor running. No error messages were generated by the device during the time the pt's blood glucose was affected (blood glucose was elevated to 355 mg/dl). No treatment was received. Pt will switch to back-up device.